Event description:
Information was received indicating that a smiths medical cadd solis vip pump shuts off. There was no reported adverse event.

Manufacturer narrative:
Additional information received indicating that there was no patient involvement in the reported event. Fields updated: h6 device evaluation summary: one smiths medical cadd solis vip was returned for analysis. Physical evaluation of the pump found no physical damage on the pump. Review of device history log found that error code "46876" and multiple "pump settings and patient data lost" messages in the event log. Functional testing included power up process. During testing, the customer's device was able to power up and stay on with no issue. Customer stated issue could not be duplicated. Problem source could not be identified.